Event description:
Boston scientific received info that this right atrial lead was originally found to be dislodged. After the lead was revised and placed back in the atrial appendage there was noise found on the lead during testing. The lead was extracted and a new ra lead was implanted. To date, no adverse pt effects have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. During the visual inspection a bend in the distal part of the lead was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The cuttings of the insulation and the deformation of the lead body occurred most likely during the explantation procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.